Event description:
In 2007, towards the end of a shoulder arthroscopy procedure, the physician noted that the pt's arm had abnormal excessive fluid buildup following a 30 min arthroscopy procedure. Fluid retention was noted in the pt's upper arm as well as extending into the pt's neck. The circulator stated that, the pressure setting was 50% to 60% with flow rate of 40%. There were no alarms from the pump during the case. She also stated that, she had been very careful to follow the correct procedure for inserting the tubing into the pump prior to the case. The complete tubing set was saved from the procedure and the pump console was removed from service. Six days later, I spoke with the physician regarding any pt injury as a result of the incident prior to event. He said that he had not seen the pt for the post op visit yet, but there had not been any pt complaints to indicate an injury.